Manufacturer narrative:
The cause for the discordant tsh3-ultra result is possible contamination of the wash 1 solution. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A discordant advia centaur xp tsh3-ultra result was obtained for a patient sample. The customer was calibrating tsh3-ultra after the initial patient result was obtained and the calibration failed. The wash 1 solution was changed and the system was primed. Calibration was repeated and passed. The qc was in range. The customer repeated the testing for the patient sample and the tsh3-ultra result was higher. A corrected report was issued. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant tsh3-ultra result.